Event description:
It was reported that blood loss and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The procedure was performed in the early morning. After the procedure, the patient developed bleeding complications and this issue was attempted to be resolved. The patient died overnight.